Event description:
It was reported, that noise consistent with electromagnetic interference (emi) was observed, on the implantable cardioverter defibrillator (ICD). The patient received an inappropriate ventricular fibrillation diagnosis and inappropriate shock seen on remote transmission. The patient was contacted and indicated, they had been visiting a house with a lot of electricity, although they were not specific. The patient experienced no consequences, due to the observation. The issue had not re-occurred. And no complaints or reports had been received since the observation.